Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, it was noted that when customer wanted to remove the sureform 60 stapler, there wasn't readback between surgeons. Then the jaws were folded. And they used manual released knob. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-feb-2026: the sureform 60 stapler was inspected prior to use. The jaws were not stuck on tissue at the time of the event. The manual release kit (mrk) worked. There was no bleeding as a result of the failure. No images were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform (sf) 60 stapler instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf60 black reload. Additionally, the instrument logs were thoroughly examined, indicating no instances of engagement, initialization or recognition failures associated with the instrument. The instrument was fully functional. No product issue was found. Additional unrelated observation states that the instrument was found to have the wrist cover torn at the distal end. The component was damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Common causes of the failure mode torn wrist cover is typically attributed to the user, such as excessive contact with abrasive or hard surfaces during use or reprocessing.